Manufacturer narrative:
(B)(4):this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that one patient sample generated an architect ca-125 result of 37, 37 and 37 u/ml with lot # 77486m100. The sample was run on a second analyzer with results of 103, 101 and 102 u/ml using lot 75249m100. The sample was repeated on the second analyzer using lot 77486m100 and the result was 36.0 u/ml. The elevated result was questioned. There was no report of impact to patient management.